Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the needle still remain in patient body? If yes- any plan to remove the needle or medical/ surgical intervention planned at a later date? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the condition of the patient? Could you please confirm if will you return device, in product return status it said availability unknown?

Event description:
It was reported that a patient underwent a liposuction procedure on (B)(6) 2020 and suture was used. During the procedure, the needle was detached from the suture. It was stated that the probable cause of the event was that the needle is in the patient's skin. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/30/2020. H3 evaluation: a folder with a suture tangled and a needle piece were received for analysis. During the visual inspection of the sample, the needle was received broken in two section, swage area attached to suture piece and a needle piece, no needle pull of was noted. The failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode the evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent was the needle piece removed from the patient during the same procedure? The needle did not stay inside the patient. What is the condition of the patient? There weren´t complications in the patient. Could you please confirm if will you return device, in product return status it said availability unknown? The suture sample is collected. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.